Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off after the delivery device was removed from pt. The pt was not injured following the procedure.